Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon attempted to deploy a heartstring iii proximal seal to seal his proximal anastomosis. Upon retraction of the delivery mechanism, the device would not seal the aortic hole. An additional attempt was made utilizing a new heartstring iii proximal seal system. This device sealed and the procedure continued without interruption. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device is reportedly not being returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).